Event description:
Reportable based on analysis completed on (B)(4) 2012. During a procedure of an unspecified lesion, a 2.5 x 28 mm promus element stent was chosen. The device was reported as being defective. No additional information was provided. However, device analysis revealed stent damage and that the stent had moved on the balloon.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic inspection of the returned device found that the stent had moved distally on the balloon as the markerband is no longer visible. The stent also has bunched struts at the proximal edge. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the guide wire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).